Manufacturer narrative:
1. The customer returned one photo and one defective sample: 1) the photo shows that the unit package has been opened and there are foreign substances attached inside the unit's needle shield. 2) returned sample shows: the unit package has been opened, sku (B)(4), batch number 5118731. When the shield is removed, foreign matters fall from the shield onto the table. The foreign matter is about 1.5 mm², black and mixed with fibers. As the foreign matter is too small, composition analysis is not performed. 2. DHR/bhr review (lot#5118731): 1) this batch of products were assembled at intima ii auto line 2 in may 2025 and packaged at r240 package line in may 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained samples of this batch were taken for appearance inspection, and no similar foreign matters were found. 4. According to the foreign matter state and production process analysis: the foreign matter is related to the production environment, may come from the ground, through the transfer of plastic turnover box, adsorption to the finished products after assembly. 5. The assembly and primary packaging of the indwelling needle are carried out in the clean area of the plant, which is a 100000-level control area according to the specification of yy 0033 production management of aseptic medical devices. There are relevant control processes for materials and personnel entering the clean area. 6. Measures have been taken: 1) the plant has modified the quality document (document no.: (B)(4), title: the gowning procedure in clean area), adding transition shoes between the first changing room and the second changing room to reduce floor dirt brought into the clean area. 2) it is also stipulated that used plastic turnover boxes must be cleaned by professional staff before they can be reused. 7. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The returned complaint unit was inspected and analyzed: the foreign matter is related to the production environment of the factory. The factory has improved by adding transitional shoes and cleaning turnover boxes between the first changing room and the second changing room. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
Foreign matter found inside the indwelling cannula.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.